Manufacturer narrative:
The customer reported, the device was discarded. The lot number was provided. Review of the device history is forthcoming. A follow-up will be submitted with any relevant info.

Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported during a procedure in the superficial femoral artery (sfa) mildly calcified, and 80% stenosed, the fox plus balloon ruptured at 12 atm during the second inflation. The vessel size was reported to be 6.0 mm in diameter. A non-abbott stent was deployed and the procedure was successfully completed. There were no reported adverse pt sequelae. No add'l info was available.